Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 269 mg/dl, 170 mg/dl, 145 mg/dl. Tests were done within 10 minutes with a difference of 38%. Patient did not experience any adverse events. No further information has been reported.